Event description:
It was reported that the leads were capped and replaced due to capture anomaly and lead fracture anomaly. "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)". Pt code: 4580. Device codes: 2891, 1260. Ref report: mw5179096.